Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - ventricular nst (non-sustained tachycardia) of 210 ms average v-cycle on (B)(4) 2010 00:35:52. Ventricular short interval count v-sic of 264.9 counts avg/day, in 3.76 days, between (B)(4) 2010 15:23:31 and (B)(4) 2011 09:37:49.

Event description:
It was reported that oversensing occurred and the potential of a lead fracture was questioned. The lead was replaced. No patient complications have been reported as a result of this event.